Event description:
It was reported that a user experienced repeated alert 38 motor stall alarms on a replacement ilet within hours of setup using new cartridges and connectors, with multiple restarts required, and after a factory reset and new supplies the alarm did not recur during the call; the reported event involved hyperglycemia up to 305 mg/dl over intermittent periods, with no medical intervention and the user planning to switch to backup therapy. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with consecutive stalled motor alerts. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.